Event description:
Complainant alleged that the clinicians were attempting to defibrillate patient, using 3m brand electrodes with the device, but the device displayed a "poor pad contact" error message. The clinicians then obtained a second device, and using the same pads, they again attempted to defibrillate the patient, but this device displayed the same message. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.